Event description:
Patient in for an elective cardioversion. Patient shaved prepped and dried, good adhesion with pads to skin. The patient was shocked using external synchronized biphasic shock with 200 joules. A spark was noted by staff during biphasic shock at the anterior defib pad location and pads immediately removed, burned hair and possible 1st degree burn at site of anterior pad. The shock was successful, md evaluated site, patient recovered and discharged home later same day.